Event description:
This patient had a cypher select plus implanted in the proximal right coronary artery (rca). During the procedure, she experienced 9/10 chest pains. This was treated with fentanyl administration. The patient did not experience any further chest pain during the course of her hospitalization. The following day, lab values revealed ck elevated less than 2 times the upper limits of normal (uln) and troponin elevated greater than 5 times uln. The patient was diagnosed with non q-wave myocardial infarction (mi). The patient had already been discharged home when the lab values were received; therefore, no additional treatment was required. The event resolved without sequelae. This female patient was admitted for coronary evaluation due to a history of mi and previous non-target vessel revascularization. All baseline lab values and vital signs were within normal limits. Angiography revealed a lesion in the proximal rca (details are not provided). Clotting times were not measured during the procedure. A cypher select plus stent was implanted in the target lesion. The procedural details are not provided by the study database.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Myocardial infarction is a known potential adverse event post coronary stenting. There are patient, vessel and procedural factors that may have contributed to the reported events. The products remain implanted and thus unavailable for analysis. However, a device history record review of the involved sterile lots revealed the products met quality requirements for product acceptance. There is no indication the events are design or manufacturing related.